Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient presented to the operating room for a scheduled lead revision to address the occurrence of unacceptably high thresholds. During the procedure, the lead could not be extracted due to patient anatomy. The lead was capped and replaced. The patient condition was stable throughout and after the procedure without issue. The patient will continue to be monitored.